Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the mid left anterior descending artery, exhibiting 85% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated with a non-medtronic sc balloon, which could easily cross the lesion. Resistance was not encountered when advancing the resolute onyx device. Excessive force was not used during delivery. The resolute onyx failed to cross the lesion. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th, 15th and 28th stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.